Event description:
A nurse unit manager reported that the cutter was not cutting during a vitrectomy procedure. It was later clarified that the user had not selected the 23 gauge button at the top of the screen once in the vitrectomy sub-mode on the system; the staff was trying to setup the probe under the 20 gauge setup. No further information is expected for this case.

Manufacturer narrative:
The investigation is in progress. A sample has not yet been received at the manufacturing site for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Complaint information indicates the user had selected the 23 gauge button at the top of the screen once in the vitrectomy sub-mode on the system. The staff was trying to setup the probe under the 20 gauge setup. A root cause has not been identified. (B)(4).